Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown as the part and lot number were not provided. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure using a prostyle device after a neurointerventional radiology (neuro ir) procedure. Reportedly, the suture of a prostyle device was successfully deployed and the knot successfully advanced; however, hemostasis was not achieved. The patient was sent to vascular, and the sutures of two additional prostyle devices were successfully deployed and the knots successfully advanced; however, hemostasis was not achieved. A cutdown was performed and hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: this was an arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using one prostyle device in the rcfa and two prostyle devices in the lcfa after a carotid artery stenting procedure using an 8f sheath in the rcfa and 6f sheath in the lcfa. Reportedly, the sutures of all three prostyle devices were successfully deployed and the knot successfully advanced; however, hemostasis was not achieved. The patient was sent to vascular, a cutdown was performed at both access sites and hemostasis was achieved via surgical suturing. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis (hemorrhage) could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.correction: h6 - health effect - impact code 4641 was removed.